Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the issue. It should be noted: two separate mdrs are being filed regarding this complaint to document the two "diabetic comas" the customer experienced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported having experienced two "diabetic coma episodes" on unspecified dates in the previous 2 1/2 months prior to her call to customer service on (B)(6) 2014. Customer further reported she believed this was due to her having received unspecified "wrong readings" from her adc blood glucose meter. It was further reported that on one occasion she collapsed and sustained an unspecified "injury" which resulted in her subsequently spending time in "rehab in a wheelchair". Customer further stated that the unspecified readings she was getting from her meter were "very off" compared to paramedic's reading of "864" and another reading of "862" from a facility's meter. Customer noted that she "almost died" the second time she was in a coma. No further information was provided by the customer because she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.